Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-seven (27) clearlink paclitaxel sets had black particulates inside the fluid path. This was observed during inspection at the customer warehouse. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: twenty-three (23) devices and two (2) sample photos were received for evaluation. A visual inspection of the sample photos was performed, and tubes impacted with particles (black spots) were observed. A visual inspection of the returned samples was performed, and 7 sets were confirmed to be impacted with black particles throughout the plastic bag. The tubes were impacted with embedded (not free moving) particles (black spots) with a size of 0.02 as per tappi chart. 16 sets were confirmed to be conforming through the plastic bag. The reported condition was verified. The cause was determined to be from small embedded particulate matter within the tube during the manufacturing process which passes the tappi chart acceptance criteria. However, embedded particulate (not in the fluid path) is not likely to cause or contribute to a death or serious injury and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.